Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damage on the device. The internal tube was found near the restrictor and co2. Functional testing was not able to duplicate after powering up and there was no co2 sensor error. The root cause of the reported issue was unable to be duplicated; however, it was detected low airflow out of specification as result of kinked co2 tubing at co2 bench connection. The internal tubing kit will need to be replaced due to the kink. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a co2 sensor error. No patient injury was reported.